Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient stated that it seemed like it was not working and the patient didn't not understand why. Patient stated she got no warning when she had to pee and peed her pants. Patient stated she had this problem before too, but the first time it was because it got turned off and patient did not notice. Patient stated this time she was not sure, and maybe the patient was reading it wrong, but she had not messed with it at all in the last 3 months. Patient replaced the aaa batteries in the patient programmer (pp) and the pp was working normally. Patient had her primary care doctor check for uti and the doctor confirmed she did not have uti. Patient¿s pp was synced with the ins and stimulation was on. Patient confirmed she felt stimulation sensation; patient was on program 3 at 1.9. Caller was redirected to the hcp to discuss concerns with loss of therapy and the appropriate next steps. This was considered a sudden change in therapy/symptoms. No further symptoms reported. No further complications reported/anticipated.